Event description:
Additional clarifying information was received. It was reported that this was a t3-t11 fusion procedure. There was no impact to patient other than the screws were put in without navigation. The adjustment to the rotors was done after being taken out of the room and the surgeon proceeding with fluoroscopy. Later, after getting the system to show the doors were closed, the system was used for a 2d long film on the patient before closing.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the imaging system was closed around the patient, but the pendant did not recognize the door as closed, preventing them from taking a spin. Applying pressure to both sides of the gantry door and repeatedly opening and closing the unit did not help register the door as closed. As a troubleshooting step representative walked through manual door open procedure and noticed rotors were not aligned and later took the socket out and performed quarter turn and the rotors were realigned. Invalidated home and re did motion movements and issue was resolved. This issue occurred intra operatively and caused less than 1 hour surgical delay. No additional information was provided.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.